Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The device logs were not provided. The returned o2 gas module has been tested in a ventilator. It failed the pre-use check with internal leakage and flow transducer tests. No alarms were generated during ventilation for 2 hours. However, it was noticed that inspiratory tidal volume was much lower than the expiratory tidal volume which confirms the leakage. The nozzle unit has been reseated after that; and checked again. It passed the pre-use check and there were no leakage left during ventilation. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the nozzle is not correctly seated in its place, it may cause a leakage and it will be detected during the pre-use check. The nozzle unit cannot move from its place during ventilation. A pre-use check must always be performed prior connecting the ventilator to a patient. If the pre-use check fails, the ventilator should not be used before remedy has been performed. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue could be reproduced at the manufacturer site and it was most likely due to the nozzle unit inside the gas module; was not seated correctly.

Event description:
Manufacturer's ref.#: (B)(4).